Manufacturer narrative:
Correction: omit 2426-0007 from concomitant products on initial report. The customer¿s report of a hole in the tubing was confirmed. Visual inspection (including use of a microscope) of the set revealed a tear in the silicone tubing of the primary set model 2426-0007, measuring ~1mm, distal to the ring retainer of the upper fitment. There was no evidence of crush marks or damage to the upper fitment but the lower fitment was damaged in that one of its sides was pulled away from the remainder of the lower fitment sub-assembly. Functional testing was performed; a small leak was visible at the location of the tear on the primary set model 2426-0007. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc 0338-0049-04 lot number y226050 exp (B)(6) 18 0.9% sodium chloride injection; 100ml baxter bag ndc 0338-0553-18 lot p360198 exp (B)(6) 18 0.9% sodium chlroide injection and hospira 3.375 grams/vial pipercillin and tazobactam ndc 0409-3385-13 lot 710168m exp (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a hole was found at the" junction site" during a secondary infusion of zosyn 3.375 gram in 110 ml normal saline. There is no report of patient harm.